Manufacturer narrative:
Initial reporter phone number:(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide needle 22x1-1/4in had poor perforation on the packaging. The following information was provided by the initial reporter: "I hereby inform you that on (B)(6) 2021 I made a danfe purchase number (B)(4), and the item reference 300339 lot 1089790 needle 0.70 x 30mm, the packages came with problems when we are going to detach."

Manufacturer narrative:
Investigation summary: photos received for investigation. Upon visual inspection, it is possible to observe the ¿package poor perforation¿ failure. Possible root cause is associated to a cross section failure responsible to perform the cut in the blister packs. A maintenance order was identified during the batch history analysis, action was taken right away to correct the failure.

Event description:
It was reported that bd precisionglide needle 22x1-1/4in had poor perforation on the packaging. The following information was provided by the initial reporter: "I hereby inform you that on (B)(6) 2021 I made a danfe purchase number (B)(4), and the item reference (B)(4) lot 1089790 needle 0.70 x 30mm, the packages came with problems when we are going to detach."